Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that human tissue in the endoscope reportedly did not touch the patient. The tissue was said to have been recovered and identified to be colon tissue. The user facility also reported that cause of the reported phenomenon was determined to be due to insufficient reprocessing of a reusable biopsy cap. This occurrence is one of four reports at this facility which reportedly occurred between (B)(6) 2010 and (B)(6), 2011. See also 8010047-2011-00303, 8010047-2011-00304, and 8010047-2011-00305 for related reports. The user facility indicated that they would not be returning the subject device to olympus for evaluation. An olympus endoscopy support specialist has visited the facility and reviewed the facility's reprocessing practices. The user facility reported having made changes in staffing after the initial two events, added additional checks of the device prior to use, and has reportedly acquired additional automatic endoscope reprocessors. If additional and significant information becomes available at a later time, then this report will be supplemented. Olympus instruction and/or reprocessing manuals provide detailed information on how to reprocess endoscopes. The cause of this report appears to be due to user error. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was informed that human tissue emerged from a reprocessed endoscope during an unidentified type of egd procedure. The patient involved in the reported occurrence was said to have been notified, and tested for the presence of any infectious diseases, and the results were negative. There was no report of infection or cross contamination associated with the reported event.